Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 2500 ohms on the scientific right ventricular (rv) channel. Upon review, it was noted that there were noisy signals on both atrial and ventricular channels. Programming was performed and the plan was to increase the rv sensitivity until the patient is seen in clinic. The physician will be scheduling device and leads revision procedure. The device and right atrial lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).